Manufacturer narrative:
We have determined that this is an isolated incident. Conclusions and actions: spire believes that this is an isolated incident for the following reasons: we have never observed a failure of this type before. Lot tracing information indicates that many or most of the catheters from this 2000 piece hub molding lot have been implanted, and no other failures of this nature have been reported. Testing of samples from this lot remaining at spire, as well as qa testing of samples during production show tensile values many times higher than minimum acceptance levels. Since a catheter failure of this type has the potential to result in a patient injury, this event will be reported to the FDA in the required timeframe. However, based on our conclusion that this is an isolated incident, no further action is necessary, other than the monitoring of complaints for similar reports. We will continue to monitor our complaint system.

Event description:
Customer service received a call from an authorized distributor. A dfc19sh24 catheter was implanted in a patient at (B) (6). The catheter separated from the hub two to three days later. There was no injury to the patient and a new catheter was placed without incident.